Manufacturer narrative:
(B)(4). Report source: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Waterson, h. B., whitehouse, m. R., greidanus, n. V., garbuz, d. S., masri, b. A., & duncan, c. P. (2018). Revision for adverse local tissue reaction. The bone & joint journal, 100-b(6), 720-724.

Event description:
It was reported that patient was revised due to pain. During the procedure the joint was found to have developed adverse reaction to metal debris (armd) which was confirmed by intraoperative pathology samples. These samples revealed necrotic granulomatous and trunnionosis that was identified by visible thick black debris on the trunnion. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available